Event description:
One incident of "broken twist clamp, flow through possible with clamp in closed position" on a transfer set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.